Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, matrix drawer 2.2 was not detected on the bus, required maintenance, and could only be opened by manually disabling the locking mechanism from the rear panel. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected the bus. A field service engineer (fse) replaced multiple parts including retractor bands, half height module board and drawer boards, configured and tested functionality. The system functioned as intended after the field service engineer repaired the device.